Manufacturer narrative:
Block b3: exact date unknown, based on gfe answer, patient died in (B)(6). Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7271396 UDI: (B)(4).

Event description:
It was reported that the patient passed away three months after completing a standard trial lead. The cause of death is currently unknown.